Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,e1(event site postal code - 0798402),h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected fields - d5,e2,e3,g2. A getinge field service engineer (fse) stated that the manifold drive was replaced due to failure. Operation was confirmed and running results were good.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection, the cs300 intra-aortic balloon pump (iabp) had an automatic filling error. There was no patient involved.